Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed a battery depletion error. Boston scientific technical services (ts) recommended device replacement and provided a safe replacement window. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed a battery depletion error. Boston scientific technical services (ts) recommended device replacement and provided a safe replacement window. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field h3: device eval by manufacturer? As well as updates to fields h6 to reflect the pending completion of physical analysis of this device.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed a battery depletion error. Boston scientific technical services (ts) recommended device replacement and provided a safe replacement window. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains a correction to field h3: device eval by manufacturer? As well as updates to fields h6 to reflect the pending completion of physical analysis of this device.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device displayed a battery depletion error. Boston scientific technical services (ts) recommended device replacement and provided a safe replacement window. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.